Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to use their current pump as backup therapy.